Event description:
In 2000 pt to o.r. For debridement of sternum with muscle flap, 3 j.p. Drains inserted. Four days later, while nurse was removing j.p drains, one appeared sheared off. Pt had removal of retained portion of j.p. Drain under fluoroscopy (drain was approximately 3 inches from abdominal opening). Nurse did not note any resistance during removal.